Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, low sensing and high capture threshold was noted on the right ventricular(rv) lead. The physician elected to explant complete system and upgraded to dual chamber pacemaker. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.